Manufacturer narrative:
The harmonic ace curved shears insert accessory were discarded by the site and will not be returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the blade of the insert accessory broke off and fell into the patient. While the broken blade piece was retrieved from the patient and there was no patient harm, adverse outcome or injury due the blade falling into the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event. It is unknown what caused the piece of the blade on the insert accessory to break off and fall into the patient; however, it is believed that the insert accessory may have made contact with the colpotomy ring (hard object), and could have led to the device breakage. At this time, the root cause of the damage is unknown. The instruments and accessories user manual specifically states: general precautions and warnings: avoid contact with any and all metal or plastic instruments or objects when the device is activated. Contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade, which may be identified by a generator solid tone or an instrument error. Scratches on the blade tip may lead to premature blade failure. Care should be taken not to apply pressure between the blade and clamp arm without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the blade on the harmonic ace insert accessory installed in a harmonic ace curved shears instrument broke off and fell into the patient. The insert's blade was retrieved from the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. The insert accessory was discarded by the site and will not be returned to intuitive surgical, inc. (Isi) for failure analysis investigation. On (B)(6) 2016, isi obtained additional information from surgeon who performed the surgical procedure. According to the surgeon, he was cutting around the patient's uterus using the harmonic ace curved shears instrument with the insert accessory installed when he observed that a 3rd of insert accessory blade broke off and fell into the patient. The broken blade was retrieved laparoscopically from the patient and no additional surgical procedure was required to remove the broken blade.